Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the hemostatic valve was collapsed inside the sheath and allowed fluid to backflow. It was reported by the caller, the bwi representative, that after the carto vizigo sheath was advanced into the body, they noticed the hemostatic valve was collapsed inside the sheath and allowed fluid to backflow. The sheath was replaced and the issue resolved. The procedure continued with no further issues. There was no patient consequence. Additional information was received indicating the physician described seeing the white valve inverted with the clear hub of the sheath and then observed fluid backflow. The hemostatic valve was not dislodged outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient but no air entered the patient¿s body. There was approximately 20ml of blood loss and an abbott 98cm brk-x transeptal needle was used for transseptal puncture, however, needle had not been used when the issue was first observed.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record review was performed for the finished device 60000785 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).